Event description:
Healthcare professional reported right side "late seroma" and rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device on radius side assessed as surgical impact opening. (Shell thickness was within specification). And missing piece of shell assessed as inconclusive. ¿ seroma-late: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side "late seroma" and rupture. The device has been explanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, seroma-late.

Event description:
Healthcare professional reported right side "late seroma" and rupture. The device has been explanted.